Event description:
The customer reported that insulin leaked in the reservoir compartment. The caller stated when the reservoir is half full, the insulin pump seems to get stuck; this issue was happening for the past three months. The blood glucose reading was 357mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.